Event description:
The customer reported the ventilator was powered on for preventive maintenance service and alarmed during power on self test (post) due to a pressure sensor failure. The manufacturers service technician was able to duplicate the reported problem. Review of the device diagnostic log verified proximal and machine pressure sensor autozeroing failed. As noted, if the reported problem occurred while in use in normal ventilation mode operation it may affect the accuracy of the system pressure measurement and may result in the unit going vent inop. A vent inop alarm displays on the screen, turns on remote alarm interfaces, and disables oxygen flow and blower operation. During evaluation, the service technician reported the locking tab of the cable between the data acquisition and motor controller pcb boards was not fully locked. The service technician reseated the cable to lock it and reported the device successfully powered through post. Applicable final testing was completed and passed to specifications.

Manufacturer narrative:
Locking tab of cable not locked.